Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a rupture was confirmed. Baxter has opened a (B)(4) to investigate the root cause of this issue. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) basal/bolus infusor device had ruptured after filling. The device was filled with fentanyl citrate and normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.